Manufacturer narrative:
The lens remains implanted and was not received for analysis. Manufacturing records for this device are currently being reviewed at the manufacturing site. Prior to release the iol met all manufacturing specifications. Based on the limited information available we have no reason to suspect the intraocular lens is defective. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. Lens remains implanted.

Event description:
It was reported the patient initially complained of halos and poor vision following the implant of a multifocal intraocular lens (iol). The vision has now improved to 20/25 and halos have diminished. He is now reporting ghost images. The iol remains implanted.